Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch received which states: event desc: while advancing an omnilink elite stent, the stent was coming off of balloon [concluded as loose] and the stent was removed from the patient. What was the original intended procedure? Cardiac catheterization device usage problem: device malfunction- that is, the device did not do what it was supposed to do. Device failed (e.g. Broke couldn't get it to work or stopped working). Additional information received: there was no clinically significant delay in the procedure. No additional information was provided.